Event description:
On (B)(6) 2012 the pt reported experiencing elevated blood glucose of 400-500 mg/dl for about a week. His normal blood glucose level is under 200 mg/dl. He stated he went to the hospital over the weekend due to the flu, he was not hospitalized due to diabetes. He was disconnected from the infusion device during hospitalization and treated with an insulin drip. Troubleshooting did not reveal any product issues. On (B)(6) 2012 the pt reported that his blood glucose returned to normal after his illness. On (B)(6) 2012 the pt's mother reported that the pt was hospitalized on (B)(6) 2012 and was treated for elevated blood glucose with an insulin IV. He was released on (B)(6) 2012. Nine hours later on (B)(6) 2012 the pt was re-admitted to the hospital and was treated for elevated blood glucose with an insulin IV. He was released on (B)(6) 2012. Blood glucose values are unk. The mother believes elevated blood glucose was due to insulin that became too hot. While hospitalized the pt's physician increased his basal rates and after release his blood glucose lowered to 42 mg/dl and he was able to self-treat by eating glucose. The pt has since reduced his basal rates and his blood glucose is within normal range. No product was requested to be returned for evaluation.